Event description:
Healthcare professional reported "tyvek packaging error". Device was not implanted. It is unknown if surgery was completed with a a backup device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a (device was not implanted).

Event description:
Healthcare professional reported, "tyvek packaging error". Device was not implanted. It is unknown, if surgery was completed with a backup device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: tyvek or thermoform sticking: not observed. As per the investigation procedure: opening was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.